Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information obtained during product evaluation. Air dermatome serial number (B)(4) has not been previously repaired/evaluated as documented in the repair reports in livelink/sap. Product review of the device by flextronics on (B)(6) 2020 revealed the reciprocating arm was worn, the hinge gasket was missing, the motor speed was low, the device was out of calibration, and the control bar position was incorrect. Repair of the device was performed by flextronics on (B)(6) 2020 which included replacement of the reciprocating arm, motor, and hinge gasket. The device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Event description:
It was reported that the dermatome does not start. The air comes through the hose but does not seem to go into the handle/the machine. Event occurred during surgery. Skin grafting could not be performed since the machine didn¿t start. Caused a delay of 30 minutes and switch of operating technique. No harm to the patient. No adverse events were reported as a result of this malfunction. Investigation found the motor speed to be low.